Manufacturer narrative:
Covidien service engineer inspected the injector and found the knurled head safety screw on the vertical pivot arm was missing. Engineer replaced the safety screw and completely inspected the system for other external and internal damage. The device was subject to a full operational and functional test. Engineer verified all functions. System returned to full service by the customer.

Event description:
On 10/12: covidien regional office reports that during an angiography procedure, the customer had connected the injector tubing to a catheter placed within the pt vasculature. The customer attempted to move the powerhead upward above the maximum upper pivoting range of the holding bracket, the powerhead slipped out of the holding bush of the bracket and fell to the floor. This drop caused a strong pull on the tubing connected to the pt and the catheter, resulting in the partial decatheterization of the pt. No harm or injury to the pt resulting from this incident has been reported.